Manufacturer narrative:
A complete lead was returned in one piece stretched measuring 63.0 cm. Visual examination found an external insulation abrasion exposing the outer coil caused by friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22017. It was reported the atrial lead was sensing noise and the right ventricular lead was failing to deliver therapy. The asymptomatic patient presented to the operating room for a lead replacement procedure. During pre-op inspection, it was observed the right ventricular lead had externalized conductors. Both leads were explanted and replaced. There were no patient consequences.